Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary the half-height cubie drawer was failing. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer failed. A field service engineer discovered the loose ribbon cable connection at drawer 2 main. Unseated all the cables at rear of the station, unseated the drawer 2 retractor band connections and reseated firmly, rebooted to resolve the issue. The system functioned as intended after the field service engineer repaired the device.